Manufacturer narrative:
Eval: the product was not returned or released to datascope for eval. (This follow-up MDR was mailed to the FDA on 9/1/98).

Event description:
The iab leaked. Blood was noted back into the pump. The iab was never returned to datascope for eval. [Event complications]: none from the event-reported 2/26/98. [Pt's current status]: unk-r[t's 2/26/98.